Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Additionally, the y1 crystal oscillator on the bedside pca was internally open. Root cause investigation including destructive testing is underway on devices exhibiting similar bga failure modes. The root cause for the open y1 oscillator was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.